Event description:
An ophthalmic surgeon reported that following a glaucoma filtration device (gfd) implant procedure, the patient was suspected to have choroidal detachment induced by hypotony. In the surgeon's opinion, there is no causal relationship between the symptom and the gfd implantation, and the same complication would have developed even if trabeculectomy had been performed. The gfd remains implanted. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis, the gfd remains implanted. The device history record (DHR) could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. Zip code is not indicated at this time. (B)(4).